Manufacturer narrative:
H6: investigation summary: the complaint of "false positive" was reported against the bd max instrument, catalog number 441916, serial number (B)(6) . Customer reported receiving false positive result on bd max CT/gc/tv assay. Customer repeated patient samples and the results were all negative. It was determined that the initial specimen could possibly be contaminated or that the rack is bent rack made it difficult to clean portion of the instrument. Field service was not dispatched. Root cause cannot be determined with the information provided. Complaint is unconfirmed. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument installation ,and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h10.

Event description:
It was reported that while using the bd max¿ instrument, remanufactured false positive results were obtained by the laboratory personnel. Repeat ctgctv tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: chlamydia. The following information was provided by the initial reporter: " customer responded that the repeated - recollected - ctgctv test for the patient in question came out all negative. Customer stated that the most likely explanation for the previous result was contamination of the initial specimen. It was reported that customer mentioned false positives due to the bent racks that are difficult to properly clean. Customer problem: engineering team reported that customer mentioned false positives due to the bent racks that are difficult to properly clean (case # (B)(4)). "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ instrument, remanufactured (B)(6) results were obtained by the laboratory personnel. Repeat ctgctv tests were performed and the results were (B)(6) . There was no indication that results were reported out and there was no report of patient impact. Assays used: (B)(6) . The following information was provided by the initial reporter: " customer responded that the repeated - recollected - ctgctv test for the patient in question came out all (B)(6) . Customer stated that the most likely explanation for the previous result was contamination of the initial specimen. It was reported that customer mentioned (B)(6) due to the bent racks that are difficult to properly clean customer problem: engineering team reported that customer mentioned (B)(6) due to the bent racks that are difficult to properly clean (case # (B)(4) ) .